Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was unable to hear the pump¿s notifications that blood glucose level (bg) was increasing. Customer reported a bg of 964 mg/dl which they attempted to address with a bolus via the pump. Subsequently, customer went to the emergency room on (B)(6) 2021 and was then admitted to the intensive care unit. Customer was treated intravenously with fluids of saline and insulin. Customer was released from the hospital with the issue resolved and no permanent damage on (B)(6) 2021. The customer continued to use the pump for insulin therapy.